Event description:
It was reported, that prior to generator replacement procedure. The patient, atrial lead exhibited inadequate capture and failed to sense. On (B)(6) 2024, the atrial lead was capped and replaced with a new lead. The patient was stable throughout the procedure.